Manufacturer narrative:
The technician found the end tube latch screw was missing. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the latch screw to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located on the ground floor at the account. There was no patient/user injury reported. (B)(4).